Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2025 and suture was used. While closing the operation site (right medial partial knee replacement) using a barbed suture 2-0. On the final stitch the needle broke into two parts leaving one half in the needle holder and the other in the patient. Nothing was done differently when closing then any other surgery, it would seem the equipment was at fault. Once locating the suture end from the patient we were happy that all parts were present and correct for out final count leaving nothing in the patient. The physician stated, ¿in my assessment I feel the equipment was at fault, the skin did not seem tough and the suture had been working fine until the final stitch.¿ no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was the procedure date? ¿ what is the lot number? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? ¿ were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.